Manufacturer narrative:
During processing of this incident, attempts were made to obtain the date of explant. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000066398.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention was undertaken wherein the entire system was explanted.